Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump alarmed lost sensor. The blood glucose reading was 47 mg/dl, which was treated with candy. The customer stated that she was at work and too busy to eat; she emphasized that she felt fine by the time of the call. Advised that the sensor may not have been working, or it may have been dislodged, bent, retracted or damaged, likely due to the looseness of the tape. The customer also noted a no delivery alarm, which she said was likely due to running a reservoir dry of insulin. Advised that the sensor would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.